Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified:fold creases, wear abrasion, a curved sharp opening, and a curved cracked opening in valve. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening and a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.